Event description:
On (B)(4) 2013, clinic notes dated (B)(6) 2012 and (B)(6) 2013 were received for the patient from the reporter. The notes dated (B)(6) 2012 state that the patient is experiencing an increased frequency and severity of seizures since her previous visit on (B)(6) 2012. The notes dated (B)(6) 2013 indicate the patient has been stable since the last visit on (B)(6) 2012 except for one minor seizure. The physician also indicated that the patient¿s generator battery status was normal. Surgery is likely; however, has not occurred to date. Attempts for additional information have unsuccessful to date.

Manufacturer narrative:
Analysis of programming history

Event description:
Additional information was received that the surgery mentioned in initial reported is related to events captured in medwatch 1644487-2013-02312. The surgery and product analysis will be captured in medwatch 1644487-2013-02312.